Event description:
It was reported by medwatch "patient had PICC line inserted. Noted guidewire on chest x-ray 3 weeks later, necessitated removal. Device failed."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number.